Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It was reported that the neonate weighed (B)(6). Normally only full pounds are reported; however, we did not feel the neonate's weight should be rounded in order to give a clear clinical picture.

Event description:
Caller alleged that the following results were obtained less than 10 minutes apart on a neonate patient, using the inform system: 24 mg/dl, 31 mg/dl, and 33 mg/dl (inform meter) and 62 mg/dl (lab). On a separate occasion in less than 10 minutes apart the following results were also obtained: 36 mg/dl and 48 mg/dl (inform meter) no adverse event reported. Return of suspect device was requested and replacement was sent.